Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd discardit¿ ii syringes had blood-like stains on their plungers. The following information was provided by the initial reporter: "stating that on visual , troubled to see the findings of blood stains inside the plunger."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/13/2022. H.6. Investigation: the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of (1) discardit 5ml from lot # 1247366 product # 300847 with the reported issue of ¿blood stains inside the plunger¿. The DHR of material number 300847 and lot number 1247366 was checked and no quality notifications were recorded on this lot. One open contaminated and visually blood-stained sample along with its unit pack label was received from the customer along with three photographs. The investigation team also used retention samples of material code 300847 and lot number 1247366 for investigating the reported defect of foreign matter(blood) on the plunger. The fifty retention samples were also visually checked for foreign matter(blood) on the plunger and none of the retention samples showed any presence of foreign matter(blood) on the plunger. The investigating team failed to stimulate the reported defect foreign matter(blood) on the plunger. Upon deep diving and brainstorming this complaint the investigating team further analyzed that 1. There is no blood stains inside barrel or fluid path. 2. There was no safety incident that occurred with any associate in the month of october. 3. There is no similar complaint from any customer on this lot number 1247366. 4. The sample was in an open condition which indicates a possibility of a used plunger getting accidently used on a fresh syringe. The defect is unconfirmed. The root cause could not be determined.

Event description:
It was reported that 2 bd discardit¿ ii syringes had blood-like stains on their plungers. The following information was provided by the initial reporter: "stating that on visual , troubled to see the findings of blood stains inside the plunger."